Event description:
It was reported that a 10mm amplatzer muscular vsd occluder was selected for implant on (B)(6) 2024 using a 6f amplatzer torqvue delivery system. The patient had tortuous anatomy. The patient was in sinus rhythm. During the procedure it was noted that there was difficulty advancing the delivery system through the ventricular septal defect and aorta. There was additional difficulty advancing the occluder through the delivery system. The delivery system was replaced with a new 7f amplatzer torqvue delivery system. While advancing the second delivery system through the patient anatomy it was noted that there was significant tension from the wire and sheath. The patient went into complete heart block and experienced hypotension. The delivery system was removed from the patient and the procedure was aborted. The patient remained in heart block for several minutes and temporary pacing was placed. The patient was in atrial rhythm for one day before returning to sinus rhythm. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete heart block and hypotension was reported. Reportedly, difficulty advancing the delivery system through the ventricular septal defect and aorta. Information from the field indicated that patient had tortuous anatomy which could have contributed to the reported difficulty advancing. A returned device assessment could not be performed as the device was not returned for analysis. Based on the received information the cause of the reported heart block and hypotension could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.